Manufacturer narrative:
D4(device b): other#=c5eu52-batch); exp date: 05/2011, (device c): other#=c5gg4m-batch); exp date: 10/2011. H4(device b): 06/2006, (device c): 11/2006. Damaged knife. Conclusions: damaged shrouds. Evaluation summary: device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. Device b was returned with no visual non-conformances and with a fully fired cartridge. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle. Device c was received with the handles open and with a partially fired cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, three devices were used and some partially cut and some partially stapled. Surgeon was unable to get the knife to retract. Used both the anvil release button and manual release to retract the knife. Converted to an open procedure and completed the case with the ez45 device. The or time was extended to complete the case.